Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller stated they patient has not used their stimulator in over a year as they were frustrated regarding the implant not working. Agent asked, caller confirmed implant had not worked to treat pain symptoms since patient was first implanted. Caller stated now the patient is needing an MRI for back pain, but the facility told them to have equipment and implant charged for MRI mode. Caller stated the wireless recharger was charging but only had one bar. Agent reviewed general use and reviewed communicator was charging, but handset had its own power button separate from communicator. Agent redirected caller to healthcare provider for patients pain symptoms. Caller stated patient is going to adult neurology, but they did not recall name of healthcare provider. Caller stated patients doctor wants them to try using stimulator again and to be seen for reprogramming to better treat symptoms. Caller will call back if further assistance is needed in recharging implant. Additional information was received from a patient stating they can't get the implant to charge. If they move 1 millimeter it starts beeping again and keeps moving in their body. Patient does not know the cause and no steps will be taken to fix this. Patient is not going to use the device anymore since it didn't help them at all. Patient plans on getting it removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt stated it doesn't work for them, haven't used it again and will probably have it removed.